Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of ventricular signals that resulted in overpacing on the atrial channel. Additionally, there were noisy signals on the right ventricular (rv) lead channel. Technical services (ts) suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.